Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling during a laparoscopic gastric sleeve, the device fired but stopped with firing on thick tissue and there was no possibility of further firing. The tissue was cut with a scissor and the stomach was oversewn then continued the staple procedure to finish the sleeve procedure.